Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) incorrect measurement. No intervention was performed. The patient was in stable condition.